Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; hip(s) to be revised: right; asr xl acetabular system; reason(s) for revision: pain. Update: correct lot number added for sleeve page as per (B)(4) (B)(4) 2012. Update received:(B)(4) 2013 - amended implant dates: cup implanted on (B)(6) 2005, asr xl products implanted on (B)(6) 2009. All products revised on (B)(6) 2013. Update received: (B)(6) 2013 - implant date for cup. This is a 2 stage revision as this patient is a resurfacing to xl patient. This com is the second of the 2 revisions, please see (B)(4) for the 1st of 2 revisions. Update received (B)(4) 2014. Stem is not a depuy product. Additional hospital information added. New boxes completed. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Asr revision;asr xl acetabular system - right hip; reason for revision: pain.